Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on right ventricular (rv) pacing lead was beyond the expected upper range, the rv lead integrity alert (lia), and oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, beginning (B)(6) 2015, ventricular sic up to 189; ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2016, rc pacing impedance rose to 1596 ohms up from a trend in the 456-570 ohm range. Rv lia warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and rc lead impedance variation in last 60 days. Concomitant product: product ID: d364drm, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited suspected fracture, high impedance, oversensing, noise, and high short interval counts (sic). The rv was explanted and replaced. It was also reported that during use the atrial lead exhibited high thresholds, failed with exit block. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.